Event description:
On 05-mar-2026, a facility representative reported via (B)(4) that an ar-1926pssp 3.5mm peek self-punching pushlock anchor had a bent shaft. A case was involved with no patient affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.